Event description:
It was reported that pump displayed malfunction alarm code 21 that could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer planned to contact healthcare provider because no backup insulin therapy was available, and technical support arranged shipment of replacement pump under warranty, confirmed shipping details, instructed customer to place problematic pump in storage mode and return it within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump.